Event description:
It was reported that (2) devices were used during a closure of ileostomy. It was reported by the affiliate that the tlc75 instrument misfired after second reload as it did not cut all the way. A new tlc75 and reload were used to complete the case.